Event description:
It was reported that during resuscitation, after 3 compressions autopulse indicated "user advisory 8 (motor controller fault detected) pull the lifeband all the way up and press start again." This was tried a couple of times, after 4 or 5 compressions the lifeband broke. Platform was shut down and manual resuscitation was administered. Pt died the same day at the clinic. Due to (B)(6), no other information could be obtained. After several unsuccessful attempts, cause of death could not be obtained.

Manufacturer narrative:
Visual inspection of the returned lifeband found that the belt was ripped (adjacent to band 2, approx 7.5" from the band clip). The edge of the rip was rough, as opposed to a clean cut. There was an arch at one end of the rip. In addition, there were bends and folds in the belt. The belt was scrunched up (on band 1 side). There were counter folds in the belt (on band 1 side). The tyvek liner is ripped from both guards. Also, the guard cap had broken off the guard per band 1. A cap post was broken off into the cylindrical hole on the guard. The other cap post was bent (as if the belt had exerted upward force on the guard cap). No additional visual imperfections were found. The returned lifeband was not tested with an autopulse platform for functionality as the belt was ripped, preventing such functional testing. DHR review: no discrepancies or issues were noticed during lot history review for lifeband lot number 12328 which may have contributed to the customer reported issue. Additional analysis: archive data analysis of the returned autopulse platform (serial number (B)(4)) indicated that the pt was between a small and medium size. During customer deployment of the autopulse platform, the archive showed 9 sessions (contrary to the "customer reported issue" above which only mentions 2 sessions).